Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the activation button fell off of the device and onto the operating room floor. Another device was used to complete the procedure without incident. There was no pt injury.